Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a red and burning skin irritation. The patient¿s physician advised to remove the lifevest temporarily for the skin irritation. Follow up indicated that the skin irritation improved.